Event description:
It was reported that during cleaning at the user facility prior to the start of a surgical procedure that the trigger was sticking. A manufacturer service technician evaluated the device and confirmed that the trigger sticking was causing the device to run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.